Manufacturer narrative:
Draeger tested the m300 device with the ics and no failure was found. The device functioned and alarmed without deviations in interaction with the ics. Review of the m300 logs show that the m300 (tele-05) alarmed for an ays alarm at 3:42am, and a vf at 3:46am on (B)(6) 2018. The ics clinical logs show that at 3:42:37, 3:43:03 and 3:43:33 on (B)(6) 2018 a user pressed audio pause for tele-05 at the ics. The user was present at the ics actively silencing the telemetry device immediately after the m300 alarmed for life threatening alarms for asystole and vf. Based on these findings, it was determined that the m300 as well as the ics alarmed as designed as there were no malfunction. Therefore we can exclude our device from the patient death. Device evaluated on-site.

Event description:
The customer reported the ics did not alarm for a life threatening event on (B)(6) 2018 and the patient died at 3:43am.